Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. Unable to replicate reported issue.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) with the navigation system, the surgeon was inaccurate more posterior while navigating with the malleable suction. However, it was accurate when touching skin. The surgeon opted to continue using the suction for the procedure. While troubleshooting, it was recommended that the site re-register the patient and check for accuracy. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.